Event description:
During review of the patient¿s programming history available in the manufacturer¿s database, it was identified that a programming anomaly occurred on (B)(6) 2014. A system diagnostic test was performed during patient¿s vns implant surgery and the patient left the hospital at the unintended settings. The patient¿s generator was interrogated finally but the settings were not corrected the same visit. Manufacturer labeling indicates to perform a final interrogation to confirm and correct the settings prior to patients leaving the appointment.

Manufacturer narrative:
Analysis of programming history.